Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that (qty. 2) of an ar-8737-38 driver shaft head snapped off during surgery. The case was completed using another device. This was discovered during an unspecified procedure, with no reported adverse event or patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed upon evaluation of the customer. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to use error, as a break can be caused by excessive force during use.

Event description:
Additional information received on 8/14/2023: this was discovered during a orif ankle fx procedure on (B)(6) 2023. There was a 5 minute delay taking the screw out.